Event description:
A customer reported a fluid leak from the cassette during surgery. It was noted that the fluidics of the system was wet. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A root cause has not been identified. (B)(4).